Event description:
Patient's medication was prepared in I-flow brand eclipse elastomeric pumps size 100ml at rate 501/hr. Patient's caregiver was unable to get medication to drip into patient and he missed 3 day's doses. Reason for use: peritonitis.